Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant battery was at the 'end of its life' and was not recharging very well all the time; patient stated issues with the ins had been going on for about the past 6 months or so. Patient said the battery would only last for maybe 3-4 days before the battery died and the connection was not strong when they tried to charge the ins. Sometimes it took them a long time to get it to charge the ins, even though they knew the paddle was in the right spot. The patient already had an appointment scheduled for next week to have their implant replaced; patient stated they were looking forward to better MRI compatibility, longevity, and stimulation without tingling sensation.